Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead had noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event. On 2018-11-15: it was further reported that the patient's right atrial (ra) lead had noise on the atrial channel and fracture. The lead was abandoned and replaced. No patient complications have been reported as a result of this event.